Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a history of pocket infection. This device was explanted due to normal battery depletion. When the pocket was open a piece of gauze from the original implant was found in the pocket. No adverse patient effects related to the explant procedure were reported.